Event description:
It was stated that the pump has been powered up for a residual volume of 1490ml, it therefore started to count the volume without administering anything or even signal an alarm. There was patient involvement. The patient did not receive his treatment. They discovered the problem after administration for the patient, because not all the nutrition had gone through. The event occurred at patient's home in geneva. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no additional repairs made. A history review identified there was no indication that the complaint was related to a service of the device within the review period.